Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient is about one diopter more myopic than predicted following a micro-stent implant procedure. The patient is also experiencing some very subtle shallowing in the eye. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of diopter more myopic than predicted/very subtle shallowing; therefore, the condition of the product could not be verified. There was no information provided indicating a failure of device or a complication during device implantation surgery. Anterior chamber shallowing with and without myopic shift has been observed in association with use of the device and is reflected in the labeling. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root cause is that anterior chamber shallowing with and without myopic shift has been observed in association with use of the device and is reflected in the labeling. The manufacturer internal reference number is: (B)(4).